Manufacturer narrative:
(B)(4). The reported complaint cannot at the time of this report because the investigation of the sample is currently in progress. Once the investigation is complete a follow-up will be provided.

Event description:
The customer alleges there was an equiplite blade inside of a grl packaging. There was no patient involvement reported.